Manufacturer narrative:
As reported, the bard/davol sorbafix enhanced fixation device fasteners did not fire correctly. It is unclear what the reporter meant by ¿tacks would not fire properly.¿ additional information has been requested. The subject product was not returned for evaluation. The information provided is limited to the maude event report. Based on the information provided and not having the sample to evaluate, no conclusions can be made. Review of manufacturing records indicate product was manufactured to specification, with no indication of a manufacturing related cause for the event reported. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in may, 2020. The instructions-for-use (IFU) included with the device states "insertion of fasteners is possible into some collagenous structures such as ligaments and tendons, but is not possible directly into bone or cartilage. This may damage the device. And "care should be taken to ensure that the prosthesis (mesh) is adequately fixated to the abdominal wall. If necessary, additional fasteners and/or sutures should be used". The precautions (IFU) included with the device states "if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment". Should additional information be provided, a supplemental MDR will be submitted. Not returned.

Event description:
As reported per maude event report (mw5101510): "laparoscopic mesh tacker would not work during the procedure. Tacks would not fire properly. Device removed and tagged. FDA safety report ID #(B)(4)."